Event description:
The end user used this wafer for many years and her wear-time had been five days. She reported that during the end of (B)(6) 2021 to beginning of (B)(6) 2022, consumer needed to replace wafer more frequently due to leakage and at one time she replaced three wafers in twenty-four hours. She did not feel it was a quality-related issue with the product. She thought the leakage occurred because she was doing a lot more bending and lifting. Because of the stool leakage, she developed two urinary tract infections (utis) during that time frame and treated with antibiotics prescribed by her urologist. Utis were now resolved. She followed up with her urologist every six months. She recently started using ostomy seal with product and reported wear-time four to five days with last two appliance changes. No photo is available at this time.

Manufacturer narrative:
Batch record review results: the lot 0h00527 was manufactured on 08/07/2020, mlk-3 manufacturing line, with a total of (B)(4) market units. Complaint investigator ID 6055 performed a batch record review on 08/12/2022 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1051281 and manufacturing order 1551010. The batch record review supports that there were no discrepancies related to the issue reported. On 08/12/2022 a complaint search for lot 0h00527 and malfunction codeost-pmc22.07 clinical misindication, enduser is using improper device for their medical condition and/or known risk factors was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. As per complaint manufacturing investigation procedure wi-0359, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed and no potential trend is identified. In addition per phri, based on escalation meeting held on 01 mar 2022 - end user has history uti's, exertion more than usual and doesn't feel quality related issue. Committee assigned ost-pmc22.07 clinical misindication, enduser is using improper device for their medical condition and/or known risk factors; hc05 03 infection requires prescriptive treatment e g oral I v antibiotics surgical debridement or excision, severity 4. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.